Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient experienced abdominal pain and was given intramuscular (im) injection in the emergency department for pain. Patient was also treated with antibiotic suprax 400 mg tablet 1x1. On (B)(6) 2017, the patient experienced discharged from stoma site. On (B)(6) 2017, the antibiotic was changed from suprax to clamox 500 mg 2x1 tablet.